Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead helix had perforated through the septum and the epicardium of left ventricle, resulting in the lead failing to pace and the patient experiencing effusion. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.